Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited high capture thresholds. X-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were high pacing threshold and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of high pacing threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.